Manufacturer narrative:
Product complaint # (B)(4). Patient: surgical delay > 30min. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A size 14 corail coxa vara (angled) stem got stuck on introduction 10mm from calcar. This was a dorr a type femur. Delay in theatre: yes ¿ converted to a cemented c-stem amt as no other size 14 available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgical delay of 30 minutes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.